Event description:
It was reported that during a procedure, the trek balloon dilatation catheter was being used to treat an inferior mesenteric artery (ima) lesion when the shaft and balloon separated post first inflation at an unspecified atmosphere. Although suspected, there was no report of balloon rupture. There was no reported adverse patient effect. The device was removed from the anatomy. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - indication for use; coronary balloon used in the peripheral. The device was returned for evaluation. The reported balloon rupture and separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Reportedly, the device was used in the inferior mesenteric artery. It should be noted that the instructions for use (IFU) states that the trek rx and mini trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Balloon dilatation of a stent after implantation (balloon models 2.00 mm-5.00 mm only).